Event description:
Caregiver alleged that they hurt their back (lumbar strain) when the patient lift started to tip, and they grabbed the patient. The legs of the lift spread to prevent tipping, but were not spread (contrary to instructions for use) at the time of injury. Manufacturer's examination of device indicated leg spreading mechanism had been subjected to modification by consignee. A tie rod had been removed, making the leg spreading mechanism inoperable. Consignee declined repair by manufacturer, but accepted missing tie rod.